Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was in fallback/reset upon interrogation. The patient had been receiving radiation therapy treatment for cancer. The patient also received a shock and the physician would like the device interrogated upon return to find out information about the event. The device was explanted and will be returned to guidant for analysis.